Event description:
It was reported that customer was hospitalized due to dka. Alarm history was reviewed with nurse and found that customer was getting multiple no delivery alarms during the last few days. Suggested customer to make correction injection as per md. Troubleshooting was performed and pump is operating as designed.